Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol). The clinician has issued a concern that the battery depleted earlier than expected. The outputs are set at 6v@1ms.